Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation but failed to cross the lesion due to calcification. However, when the device was inflated, the balloon ruptured and was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: there were numerous kinks throughout the hypotube. Microscopic examination revealed a pinhole in middle of balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage revealed. The damage to the balloon is consistent with interaction with the lesion.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation but failed to cross the lesion due to calcification. However, when the device was inflated, the balloon ruptured and was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.